Manufacturer narrative:
No patient was involved in the event. The reported event, of the system monitor with a blank screen, was confirmed when the unit was evaluated by technical service. The unit was repaired by replacing the main pcba. The repaired system monitor was tested and returned to the customer. The main pcba was evaluated and the backlight power circuit was not functional. The signal to turn on the backlight ic was not present. A damaged switching transistor was found ((B)(4)). Per device build records, the main pcba was installed in the system monitor when the unit was built (june 2019). The system monitor was built in june 2019. The packaged system monitor ((B)(4)) was placed into inventory on jul 2, 2019. The unit was shipped to the customer on aug 15, 2019. The unit had no previous services. The main pcba was installed into the system monitor when the unit was built (june 2019). Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module) and heartmate ii lvas IFU (rev h p.4-5 ¿ system monitor setup). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU (rev b p.21) and the heartmate ii lvas IFU (rev h p.4-7 ¿ mounting the system monitor). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor has a blank screen. The monitor does not boot up. Different monitor cable and power module were changed but did not resolve the issue. The device was returned and was found to have a damaged printed circuit board (pcb).